Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" occurred. There was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) initially called technical support to report that the device was not reading the oxygen inlet pressure, and the device was reading zero psi when connected to a 50 psi oxygen source. The remote service engineer (rse) mentioned to the bme that there may be a possible issue with the data acquisition (da) printed circuit board assembly (pcba) and provided the bme with the part number of the replacement da pcba for repair. The bme called back to inform the rse that after replacing the da pcba, a 1007 "machine and proximal pressure sensors failed" error was displayed. Per the service manual, the rse troubleshot the device. The rse advised the bme to confirm that the cable between the da pcba and mc pcba was connected and provided the bme with the part number of the replacement cable for repair. The bme informed the rse that reseating the cable resolved the issue. The investigation concludes that no further action is required at this time.